Event description:
It was reported that the pt underwent a l4-5 tlif using brantigan interbody spacer/infuse bone graft supplemented with cd horizon sextant posterior instrumentation. The surgeon reportedly noted bone resorption around the interbody construct and into the vertebral body. The surgeon performed a biopsy to test for infection, which was reported unremarkable.

Manufacturer narrative:
Although, it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.